Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2a, d2b, d4, d9, g4, h3, h4, h6.

Event description:
Healthcare professional reported "explanted another ruptured allergan device". This record is for a unknown side. Device was explanted.

Event description:
Healthcare professional reported "explanted another ruptured allergan device". This record is for a unknown side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, d9, e1, g4, h3, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Laboratory analysis summary: the device related to the reported event of rupture was received on january 26, 2026, with lot number 1837933. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "explanted another ruptured allergan device". This record is for a unknown side. Device was explanted.